Manufacturer narrative:
A ge representative contacted the customer and directed the customer by phone in repairing the system. Customer confirmed system booted up and operated as intended.

Event description:
The customer reported the system would not fluoro after booting up. No patient injury was reported.